Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after showering with pump. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was advised that alarm should clear within two hours. Customer acknowledged.